Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit received "e03" and "e33" fault codes on channel b. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was able to confirm the "e33" fault code but was unable to very the "e03" fault code. The fsr checked the d/c control board voltage, removed and replaced b channel resistance temperature detector (rtd), then performed the release test. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.